Event description:
Covidien received info stating that 840 ventilator had a burning smell while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to inspect for leaks in the compressor. The customer reported to have replaced the filter and conducted all tests. The ventilator passed all testing. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).